Event description:
It was reported that, "after punching tibia, it was noticed that the posterior foot of the instrument was broken."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.